Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The augment plug puller became bent at the junction of the shaft/handle and has snapped in half.

Manufacturer narrative:
Examination of the submitted device confirmed the shaft has broken. In addition, the shaft is bent. A search of the complaint database did not identify any trend of tip breakage. The root cause is being attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. Based on the investigation findings of misuse/technique as the root cause, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.